Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, and full functionality testing with known good test pads and a test mfc and the returned mfc without duplicating the malfunction. The device was recertified and returned to the customer. The electrode pads used at the time of the event were not returned. No trend is associated with reports of this type.